Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote monitoring system for this implantable cardioverter defibrillator (ICD) indicated a potential device anomaly. The local area field representative was contacted but could not provide any additional information. No adverse patient effects were reported.